Event description:
The facility reported a colleague infusion pump with the reported condition of "open" button of keypad being inoperative at channel b. It is unknown in which care area this event occurred. However, the failure occured before use of the device. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.5(5.48.92).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed during sample evaluation. The assignable cause was determined to be fluid ingress. The device is still in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Additional information: a service history review revealed that the previous servicing didn't contribute to the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The keypad was replaced to correct the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.